Event description:
Haemonetics received a complaint on (B)(6) 2012 for the complaint of "blood was seen to be tracking up ac line into solution bag at start of procedure. The procedure was stopped. The volume processed before the procedure was stopped is not known. However, it is understood there was no plasma collected and no blood returned to the donor." The event occurred on (B)(6) 2012, after a recent preventative maintenance was completed on the device on (B)(6) 2012. During this maintenance, the pump rotor was dismantled for cleaning per haemonetics procedure.

Manufacturer narrative:
There was one other similar event that occurred on this device on the same day. The device was taken out of service until evaluated by haemonetics field clinical engineer. It was discovered that the pump rotor was not installed properly at the completion of the preventative maintenance. This allowed for the tubing to not be occluded and the anticoagulant to run through opened tubing instead of being delivered with the set pump rotation speed. This error has the potential for harm to the donor and the loss of product due to excessive anticoagulant delivery. Haemonetics has reviewed this occurrence and found no other devices reported for this issue of incorrectly installed pump rotor. A corrective action has been initiated to determine the root cause. (B)(4).